Event description:
Event description cpi received information that the rate sense portion of this transvenous defibrillation lead was removed from service due to oversensing and inappropriate shocks. A new rate sense lead was implanted.